Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2014 at 23:24:03. During night drain cycle three, the patient's ultrafiltration reading was 97ml, indicating the home patient drained 97ml more than their maximum programmed fill volume of 150ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received and the evaluation is complete. During the event history log review, an increased intra-peritoneal volume (iipv) event was identified. The homechoice device received a returned instrument testing evaluation. This evaluation included functional and electrical testing of the device and a visual inspection. A service history record review was performed and revealed no issues that could have caused or contributed to the reported issue. Upon conclusion of the investigation, the cause of this issue was determined to be false empty detect and use error, inappropriate bypass of the low drain volume alarm, not including initial drain. Homechoice apd systems patient at-home guide describes the procedure for bypassing a low drain volume alarm. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.